Event description:
Customer reported that pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to try a different charging setup and, upon doing so, the pump began charging, resolving the issue. A battery charger was sent to the customer for further assistance.